Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 23.5 diopter intraocular lens (iol) was explanted in a secondary procedure as the patient complained of poor night vision. The lens was replaced with a model zcb00 22.0, a monofocal lens of a smaller diopter. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection was performed and the lens was cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within power specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted.